Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 6 years and 6 months following the implant of this 26 millimeter transcatheter bioprosthetic aortic valve structural valve deterioration was identified. A transthoracic echocardiogram (tte) identified an increase in the mean gradient of =20 millimeters of mercury (mm hg) from the first echocardiogram after the index implant procedure and a mean gradient of =30 mmhg. Severe transvalvular aortic regurgitation and severe total aortic prosthetic regurgitation were reported. Patient symptoms were not reported. A revision procedure was performed. During the revision procedure a non-medtronic cerebral embolic protection was placed. Provisional left coronary artery (lca) coronary protection with guidewire and guidewire extension in the lca was used and the unicorn leaflet modification prior to the new valve implant was utilized. Pre-dilatation of the pre-existing medtronic valve was performed with a 12 mm balloon. A 23 mm non-medtronic transcatheter valve was successfully implanted valve-in-valve. None to trivial aortic regurgitation was reported of the non-medtronic valve.